Manufacturer narrative:
A review of the device labeling was completed. Vitreous hemorrhage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference (B)(4).

Event description:
Through follow up the additional information was provided. Per report, the patient was transferred to a retinal specialist due to vitreous heme secondary to the initial procedure. No further details were provided.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, decreased/impaired vision and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following uneventful right eye cataract plus trabecular micro bypass stent system procedure, the patient presented on day one (1) post-op with a 75% hyphema associated with iop increase and vision decrease. Reportedly, the patient was on blood thinners (plavix & xarelto), which the surgeon suspects as contributing factors for the reported event. The surgeon conferred with the glaukos medical monitor and discussed the anticoagulant therapy in the setting of stent procedure, including discussion about ways to prevent or reduce post-op hyphema. Additional information has been requested.